Manufacturer narrative:
Qn# (B)(4) the actual sample was not returned; however, the customer provided two photos for analysis. The complaint of dilator tip damaged in use was able to be confirmed by the photos. The first photo revealed the damaged dilator tip and the second photo revealed the lidstock information. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." The customer report of dilator tip damaged in use was confirmed by visual inspection of the customer supplied photos. The first photo revealed the damaged dilator tip and the second photo revealed the lidstock information. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
"Patient in critical condition, the intensivist proceeds to pass the cvc, resistance is encountered when inserting the dilator tissue. The intensivist removes the dilator and it is observed that it is dysfunctional, another central catheter is used to finish the procedure." It was reported the patient was in critical condition prior to the procedure, the device didn't contribute to the critical condition of the patient. No patient harm was reported.

Manufacturer narrative:
(B)(4).

Event description:
"Patient in critical condition, the intensivist proceeds to pass the cvc, resistance is encountered when inserting the dilator tissue. The intensivist removes the dilator and it is observed that it is dysfunctional, another central catheter is used to finish the p rocedure." It was reported the patient was in critical condition prior to the procedure, the device didn't contribute to the critical condition of the patient. No patient harm was reported.